Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on site by a service technician. There were no alarms/failure codes recorded in the alarm log that would indicate the reported problem. Visual inspection was performed with no issues noted. Power on self test was performed with no alarm. A device history review and service history review were performed with no deviations found related to this reported condition. The device met all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have an f-38 alarm. It was not specified when the alarm occurred. There was no patient involvement. No additional information is available.